Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient has experienced pain and discomfort when going up and down the stairs. Patient also complains that he had trouble getting into his car. Patient explains that the pain is towards the front of his hip. Patient is scheduled to see his surgeon for testing on (B)(6) 2012.